Event description:
This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The break in aseptic technique was further described as the patient did not clean their area before starting therapy. The patient was treated with inj. Cefazolin 1gm, inj. Ceftazidime 1gm and inj. Heparin 1000 units (routes, frequencies not reported). At the time of this report, the patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). The cause of the peritonitis was a use error reported to be a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.